Event description:
The reporter stated that the end-user was attempting to rise from the wheelchair, the left armrest collapsed, causing her to fall to the floor, which resulted in a right elbow fracture.

Manufacturer narrative:
As of this date, the chair or any parts related to this chair have not been returned to the manufacturer for evaluated.